Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had malfunctioned. There was no report of patient involvement, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Updated reporting institution information.